Event description:
The lead was explanted due to a suspected lead malfunction.

Manufacturer narrative:
Evaluation summary: as received, the lead was segemented into two pieces. Each of the lead pieces was found to exhibit normal electrical characteristics. Analysis found abrasions to the outer insulation which did not expose the leads conductors. The feild experience of a suggested lead malfunction could not be determined due to the damage sustained to the lead in the feild.